Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant. 5076-45 lead implanted 2007-(B)(6). (B)(4).

Event description:
It was reported that one day following implant, the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy revelaed that the lead had become dislodged and was pulled back. The lead was revised and remains in use. No patient complications have been reported as a result of this event.